Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Previous medwatch submission reported re-herniation. Additional information clarified there was no re-herniation. This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot s11263 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on (B)(6) 2023, pmqa received notification from legal that the lot number associated with this event was found through discovery and is s11263. Additional information reported patient had an incisional hernia and had a revision on (B)(6) 2016 due to enterocutaneous fistula with infected mesh. There was no re-herniation as no recurrence of hernia was reported following the implantation of strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.